Event description:
Boston scientific recieved information that premature battery depetion was alleged after the latest follow up in 2011 showed that there was one year remaining longevity on this device. A device explant has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned for analysis. Should the device be returned and analyzed this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Manufacturer narrative:
This device was returned for analysis. Upon analysis this investigation will be updated.